Event description:
Technician alleged the bed had a high ground reading. No patient impact.

Manufacturer narrative:
The technician found a loose ground wire. The technician tightened the ground wire to resolve the issue.